Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer reported getting high glucose readings (324 mg/dl) but experiencing symptoms of low blood glucose . Customer reported experiencing itching and numbness of her hands, stomach discomfort and mild disorientation. Customer treated herself with orange juice.there was no report of third party medical intervention, death or serious injury.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.